Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified right superficial femoral artery that did not have any tortuosity. The right anterior tibial artery was accessed with a 6 fr sheath. A 300 cm versacore guide wire was then advanced towards the lesion. An attempt was then made to advance the guide wire through the left groin access using a snare. The guide wire was snared in the aorta to provide strong support to then advance the sheath over the guide wire from the left groin access to the right superficial femoral artery. However, as the tip of the guide wire was snared and was pulled into the left iliac artery, the tip began to unravel. The device did not meet any resistance during advancement. The core remained intact and there was difficulty in removing the device. Therefore, the physician cut the tip and advanced a guiding catheter over the guide wire to remove both parts from the anatomy. The procedure was then aborted. There was no adverse patient sequela reported. No additional information was provided.